Event description:
It was reported that there was stiffness while opening and closing the monopolar curved scissor (mcs) instrument, resulting in an unspecified injury. Intuitive surgical, inc. (Isi) has attempted to obtain additional information; however, as of the date of this report, no further details have been received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. A review of the site's system logs for the reported procedure date could not be performed at this time because there is insufficient event date and product information.

Manufacturer narrative:
Updated sections: d9, h3, annex codes: g, b, c, d. Device evaluation: an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the monopolar curved scissors (mcs) instrument to perform failure analysis. The instrument housing was removed and the inspection found a corroded identification board. The radio frequency identification (rfid) substrate exhibited moderate discoloration. The corrosion reduced the electrical connectivity of the board, affecting the rfid information from being accessed by the system, resulting in a recognition failure upon install. Additionally, the instrument was installed on an in-house system and failed the recognition test. The instrument information found in the rfid could not be detected. Due to the failure in recognition, functional testing for motion-related issues could not be conducted.

Event description:
Refer to h11 for follow-up information.